Event description:
Edwards has learned through its implant patient registry that a 21mm aortic pericardial valve was explanted and replaced with a 19mm aortic pericardial valve after an implant duration of ten (10) years, nine (9) months and nine (9) days. Through follow up with the health care provider, it was learned this device was explanted due to calcification.

Manufacturer narrative:
The product evaluation is in progress. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, this (B)(6) female has a prior history of aortic valve stenosis which may have contributed to her current bioprosthetic calcification.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of all three leaflets. Free margins of leaflets 1 and 3 exhibited moderate calcification. Leaflet 1 had two tears, one in the cusp approx 9mm in length and one at commissure 2, approx 3mm in length. Leaflet 2 had a tear at commissure 2, approx 5mm in length. Leaflet 3 had a tear in the cusp, approx 10mm in length. Calcification was observed near the regions of the tears. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal to moderate to at the stent inflow and minimal at the stent outflow. Hematoma was observed on all three leaflets on both inflow and outflow aspects. Thrombi was observed on leaflets 2 and 3 on the outflow aspect. The x-ray demonstrated calcification, wireform of all three commissures distorted. Commissures 1 and 3 wireform were exposed on the outflow aspect. These damages are most likely due to implant or explant. Additional manufacturer narrative: customer report of calcification was confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.